Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was in training to begin peritoneal dialysis therapy when the peritonitis event was diagnosed. The baxter healthcare corporation disposable device is no longer suspect for the previously reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the day of the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unknown date during hospitalization, the patient¿s pd catheter was removed due to ¿the peritonitis was too far gone¿ and the patient was switched to hemodialysis. Two days after admission, the patient was discharged from the hospital. The future plan is for the patient to have the new pd catheter placed. At the time of this report, the patient had recovered. No additional information is available.